Event description:
México. Allegedly, postoperative redness occurred one week after immediate reconstruction following bilateral mastectomy, progressing later to right implant exposure. The patient was kept under observation until implant removal (sn: (B)(6)).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: extrusion, infection